Event description:
It was reported that there was a distal bond issue with the endoplege coronary sinus catheter. The issue was found at prep, therefore no patient injury. Per the sales rep "upon injection into the balloon lumen a small persistent leak was found at the distal bond of the balloon."

Manufacturer narrative:
Device evaluation into root cause is anticipated upon receipt of product from the customer.

Manufacturer narrative:
The endoplege coronary sinus catheter was returned. No blood was visible on the returned components. The catheter was visually inspected and no defects were found on the catheter. The balloon was inflated with a 2cc syringe of colored water as indicated in the IFU. The balloon was found to be leaking at the distal bond. Visual inspection was performed with an unaided eye. A device history review was performed and there were no manufacturing non conformances noted with this lot. Instructions for use were reviewed. A CAPA was generated for distal balloon leaks and it is in the implementation phase. Trends will continue to be monitored on a weekly basis and if further action is required, appropriate investigation will be performed.